Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4: batch # 913a43. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45d reload loaded on the device. The reload was received fully fired, with the pan totally detached from the reload and it was found lodged inside the channel. In addition, no anomalies were found in the cartridge body and the cartridge pan. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted nicked it is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Device history review a manufacturing record evaluation was performed for the finished device batch number 913a43, and no non-conformances were identified.

Event description:
It was reported that during a rectum resection procedure, the cartridge could not be inserted at 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.